Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. During the visual, the device appeared in normal condition as no damage was found on the valve or connector. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken. The sheath was replaced with a competitor¿s device and the issue was resolved. The procedure was continued. No patient consequences were reported. Additional information was received on the event. The physician reported that the hemostatic valve was leaking. The hemostatic valve did not break into two or more separate pieces. The hemostatic valve did not detach from the sheath. The sheath was being prepped but was not used on the patient. This event was assessed as an MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
On 9/23/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken. The sheath was replaced with a competitor¿s device and the issue was resolved. The procedure was continued. No patient consequences were reported. Device evaluation details: the device was visually inspected, and it was found in good conditions. The device was connected at cool flow pump and no water leak was observed. A device history record was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).